Event description:
This lead not returned, but biotronik representative returned the oos documentation. This lead was not implanted. Per the oos form, "both leads were inserted, v. Lead perforated the rv, causing tamponade. Both leads extracted, the patient didn't get a pacemaker." Also removed: setrox s 45, MDR: 1028232-2008-00205.